Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection confirmed receipt of one straight packet containing a needle¿suture assembly, one detached needle, and one needle¿suture piece for analysis. Product code epm8733 is a multistrand suture and is double armed (two strands per packet). Inspection of the detached needle revealed a separation of metal along the barrel hole resulting in a cracked barrel. While the swage and attachment area of the needle¿suture piece appeared normal and were within specification. The end of the suture was noted to be cut likely by a surgical instrument. In addition, the other section of the suture was not returned for evaluation. Upon visual inspection of the needle-suture combination, the swage and attachment area were noted to be as expected. The suture strand was examined along its length, and no anomalies were identified. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, cracked barrel in one needle was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. There. No adverse patient consequences were reported. Additional information was requested.